Event description:
It was reported that there was a line going across the display of the blood glucose monitor. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.